Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump does not turn on while giving the bolus. The customer¿s blood glucose level 78 mg/dl at the time of the incident. Customer states the display was not blank less than 30 seconds and did not return. Customer states the contact on the battery cap was not missing or damage or corroded. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer stopped troubleshooting since she need to go and said that she will just buy a new battery since she do not have a new one. Customer stated that the she got a battery failed alarm. The insulin pump will not be returned for analysis.